Event description:
It was reported that the patient underwent an l5-s1 posterolateral fusion using rhbmp-2/acs. It is further reported that later imaging studies showed uncontrolled bone growth resulting in nerve compression near where the rhbmp-2/acs was implanted. It is reported that the patient currently suffers from chronic pain, radiculitis, emotional distress and mental anguish.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, patient underwent following procedure: spinal decompression at l5-s1; posterolateral fusion at l5-s1 with bmp and autogenous bone; posterior lumbar interbody fusion with a cage and bmp; pedicle screw fixation at l4, l5, s1; for pre-op diagnosis of: degenerative disc disease at l5-s1; bilateral lumbar radiculitis; herniated nucleus polposus central at l5-s1; segmental instability at l5-s1. No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.